Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient's bone quality is unknown. Labeling review: "...potential adverse events and complications:potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...warnings, cautions and precautions: if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break...." "...patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications..." Device still in-situ.

Event description:
On (B)(6) 2018 a patient underwent a spinal procedure at t9/s2 levels with reline. On (B)(6) 2020 an x-ray taken revealed that the screws broke on both sides of the s2 level. It was reported that a revision procedure will be performed on (B)(6) 2020. Additional information will be obtained on (B)(6).

Manufacturer narrative:
A radiographic image was provided and confirms the alleged event. Even though, root cause cannot be confirmed, the patient was two years post-operative which suggests possible post-operative excessive physical activity, delayed fusion or excessive construct loading may be contributors to the event.